Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot the issue with the customer over the phone. The tse recommended inspect the solenoid and/or the compressor's printed circuit board (pcb). Covidien was not authorized to evaluate the device.

Event description:
It was reported that, the 840 ventilator's compressor was inoperable and the circuit breaker reset "opened". The ventilator was not in use on a patient at the time of the reported event.